Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however, this patient is currently going through treatment for cancer. Therefore it was discussed performing weekly patient initiated interrogations to monitor for replacement indicator. Additional information was received that, pre-magnetic resonance imaging (MRI) scan, code 1003 was again observed. It was noted tachy therapy was already programmed off since the patient has cancer. This ICD will not be changed out. There were no adverse patient effects reported that were related to the event.